Event description:
It was reported that the patient was implanted last wednesday. It was noted that it took the patient three procedures to get to this point, including the trial, having an allergic reaction, and a delayed procedure, and she was frustrated. When the patient was in the hospital to get the implant, they gave her benadryl, which she cannot take because it made her feel like she was in an ant bed and would climb the wall. Then the patient was given a muscle relaxer, wherein the patient went right to sleep, and the doctor delayed the surgery four hours while he shocked the patient awake to do temporary. Additional information has been requested, and when received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-28, lot # va06fgx, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).